Event description:
It was reported that the patient was defibrillated 15 times and went back on pump during surgery. He required a right ventricular assist device (rvad) for right ventricular failure. The patient was vasoplegic and required cyanokit, multiple blood products, inotropes, and vasopressors.

Manufacturer narrative:
Manufacture¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus within the inlet tube, as well as thrombus formations consistent with an interruption in flow throughout the pump. Additionally, a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported right ventricle failure, bleeding, excessive defibrillation shocks, and vasoplegia could not be conclusively determined through this evaluation. The controller and lvad (left ventricular assist device) event log files contained events during patient support from 04jan2023 to 02feb2023. The log files recorded an acute decrease in flow on 30jan2023 down to as low as 0.0 lpm (liters per minute). (B)(6) was returned assembled with the pump cable severed approximately 7 inches from the pump header and the distal portion of pump cable measuring approximately 17 inches was also returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was returned in two segments measuring approximately 8 inches on the proximal portion and approximately 5 inches on the distal portion. The outflow graft bend relief was returned attached to the graft hardware. A wrap was present around the bend relief and the distal end of the proximal portion of outflow graft. The cuff lock was disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the lumen of the inlet tube revealed a red and white, tissue-like, fully occlusive thrombus. The sudden decrease in flow captured within the submitted log files suggests that the thrombus was ingested; however, a duration of time for which the formation was present in the device could not be determined. The remaining blood-contacting surfaces revealed denatured, soft, clotted blood. These formations were observed within the interior of the outflow graft attachment, outflow graft lumen, interior of the pump cover, as well as the rotor eye and rotor vanes. The depositions appeared to be the result of poor surface washing due to an interruption in flow, consistent with the observed inlet tube thrombus and the log files. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. The IFU lists pump thrombosis, infection, right heart failure, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had was admitted to the hospital for persistent low flow alarms that started around 7 pm on (B)(6) 2023 and continued. The patient was awake, and alert. The pump parameters were as followed: 5600 revolutions per minute, 1.9-2.1 liters per minute (lpm), pulsatility index 3.1, and power 3.1 watts. The patient's baseline flow was normally 4 - 4.5 lpm. The log files noted low flow events, an increase in pump temperature and an increase rotor noise. An echocardiogram was performed which appeared to confirm decreased flow through the pump. A computed tomography angiography (cta) was performed. The cta images showed complete occlusion of the outflow graft of the left ventricular assist device (lvad), cardiomegaly, pulmonary vascular congestion, and an evolving splenic infarct. It was also noted that the patient had a driveline infection of proteus methicillin-sensitive staphylococcus aureus (mssa) with drainage. The patient was on minocycline (minocin) and was switched to clindamycin phosphate (clindamycin). The patient underwent a heartmate 3 to heartmate 3 exchange on 02feb2023 due to the infection and outflow graft occlusion.